Event description:
It was reported that the customer's transmitter was not working. No blood glucose value was given. Nothing further was reported.

Manufacturer narrative:
Transmitter was received with its isig value out of range due to contamination on contact pins 1-3.